Manufacturer narrative:
Device evaluated by MFR.:the foot pedal was received in fair condition with no physical damages observed. Angiojet ultra system console s/n: (B)(4) was not returned for evaluation. The foot pedal was installed into a different angiojet assembly and testing passed. The foot pedal was pressed in the center and in each of the four positions (0º, 90º, 180º, and 270º) around the circumference of the foot pedal. The foot pedal was continuously for more than 1 minute and pressed more than five strokes in each of the five position activations and observed each stroke without sticking. Complaint was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the foot pedal was sticking. The angiojet® ultra system console was tested with a sample catheter. Error messages were observed along with the foot pedal sticking. There was no patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the foot pedal was sticking. The angiojet® ultra system console was tested with a sample catheter. Error messages were observed along with the foot pedal sticking. There was no patient involved.